Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable summary of investigational findings: based on information provided and examination of the returned product it was not possible to determine the root cause of the reported event. As per IFU the packaging should be inspected to verify that no damage has occurred as a result of shipping. If so, do not use the product and return to cook. As per specifications the device in the inner tyvek packaging is packed in the outer tyvek package, which is customized, then sealed twice with 1-2 cm spacing of max 15 cm from the inner packaging. Operator control are performed after sealing of the outer tyvek packaging. The operator controls that the sealing is not damaged and without holes and ducts. Welding is qc controlled to verify that the packaging is closed. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog # zteg-2pt-36-26-159-pf g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4) .investigation is still in progress.

Event description:
Description of event according to initial reporter: the inner package of the device slipped out of the outer package during preparation. The user checked the outer package and found that one side of the outer package was not sealed. The device inside was removed from the inner package carefully not to be contaminated and used on the patient. Patient outcome: the patient did not experience any adverse effects due to this occurrence.